Event description:
It was reported there was an event/issue for a patient on the c-map study. The site had not completed the adverse event form yet. Procedure date was noted as (B)(6) 2012. The event date was noted as (B)(6) 2012. They were waiting on med records and data form entry to confirm date of nstemi. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387 lot# serial# (B)(4), implanted: explanted: product typ lead. Test programmer n'vision, model 8840 es046193. Test programmer application card- model 8870-aai 01. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a "post-operative right marginal mandibular nerve deficit that produced a down turn angle of the right side of the mouth." It was noted that the "site did not feel the event was related to any products used in the study and its relation to the standard of care procedure (carotid endarterectomy) was unknown". It was further noted that an ECG was performed, in which they found "normal sinus rhythm (nsr) possible left atrial enlargement (lae)" as well as st and t wave abnormalities. It was further noted that a chest x-ray was performed and revealed a mild cephalization and pulmonary edema had intervened. It was noted that there was "no product event and no consolidation."